Event description:
It was reported that during an unk procedure, upon testing the instrument after set up, the hand activated buttons would not work. The device was functional via foot pedal activation. The device was changed for a new one, which resolved the problem. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 06/17/2008. Info anticipated, but unavailable at this time.